Event description:
The customer reported that the companion 2 driver was supporting a pt, and the driver's right pressure waveform exhibited a sharp incline prior to the opening of the temporary total artificial heart (tah-t) valve. The customer also reported that the driver exhibited normal drive pressures, normal flow and good eject. The pt was switched to a backup companion 2 driver. There was no impact on the pt. The customer also reported that the companion 2 driver was subsequently tested in the hospital lab on a pt simulator, and the driver passed the system check. However, the driver continued to exhibit an early right pressure waveform spike. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.